Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-72589.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that her blood glucose level was at 509 mg/dl. Customer stated that she had two no delivery alarms today. Customer came home from work and was very frustrated with the pump. Customer took a manual injection. Customer performed a 5.0u fixed prime and the insulin did exit. Customer was advised that the issue could be scar tissues. Customer stated that she felt that there was no issue with the scar tissue. Customer changed fixed prime to 0.7. Customer's last blood glucose level was 369 mg/dl. No further assistance needed.